Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the right side of the trial lead incision site. It was noted that the right lead came out on its own before the lead was pulled. The patient was admitted to the hospital and underwent a surgery to get some of the infection out. The patient was prescribed antibiotics. It was believed that the infection was device related. The patient was healing and was doing well.

Manufacturer narrative:
Additional information was received that the patient had extreme soreness and fever associated with infection.

Event description:
A report was received that the patient had developed an infection at the right side of the trial lead incision site. It was noted that the right lead came out on its own before the lead was pulled. The patient was admitted to the hospital and underwent a surgery to get some of the infection out. The patient was prescribed antibiotics. It was believed that the infection was device related. The patient was healing and was doing well.